Event description:
This lead was explanted due to dislodgement. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a stretched fixation helix and a damaged insulation directly next to the ring electrode in the distal end region. These damages probably resulted from a dislodgement caused by a suspected twiddler syndrome. Furthermore, several cuts into the insulation were found, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.